Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/22/2020. Additional information: h3 evaluation: an empty opened foil and a used proceed ventral patch mesh product was received for analysis. During visual inspection of the used sample, degradation process began on the top assembly and proceed bottom; also, the fractured ring was noted. Body fluids and one partially detached strap could be observed too in the sample. In addition, the foil was examined and showed multiples wrinkles and holes on bottom foil package due to excessive manipulation. This condition contributed to degradation of the sample. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of loss of integrity - intra op, was caused by ventral patch mesh degradation exposure to environment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair on an unknown day in (B)(6) 2020 and the mesh was used. It was reported that while using a piece of proceed mesh, when the doctor took the piece on board and started to fold the mesh the mesh was falling apart. It was also reported that the mesh was in date and no effect to the patient. It was also reported that the mesh was removed from the operating field. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 6/1/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/15/2020. H3 evaluation: an empty opened foil and a used to proceed ventral patch mesh were received for analysis. During visual inspection of the used sample, degradation process had begun on the top assembly and proceed bottom; also, the fractured ring was noted. Body fluids and one partially detached strap could be observed too in the sample. In addition, the foil was examined and showed multiples wrinkles and holes on bottom foil package due to excessive manipulation. This condition contributed to degradation of the sample. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of loss of integrity - intra op, was caused by ventral patch mesh degradation exposure to environment.